Event description:
It was reported to vyaire medical a circuit occlusion occurred while on a patient, resulted in high ppeak. Currently, patient harm or injury is unknown.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). Vyaire medical's technical support team assisted the customer by troubleshooting the reported issue. The technical support technician suggested calibrating the inspiration and expiration pressure transducers and expiration flow transducer. The customer responded the avea ventilator is now working without incident. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation.